Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with fasting tests results of 340 mg/dl from (B)(6) 2016 at 07:35pm. The customer's expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 302mg/dl and 301mg/dl using true track meter. The product is stored in the living room. The test strip lot manufacturer's expiration date is 05/18/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 1:282mg/dl (B)(6) 2016 07:34 am fasting: yes. 2:340mg/dl (B)(6) 2016 07:35 pm fasting: yes. 3:298mg/dl (B)(6) 2016 12:55 pm fasting: yes. 4:256mg/dl (B)(6) 2016 07:14 am fasting: yes. 5:248mg/dl (B)(6) 2016 07:12 am fasting: yes the customer stated that she have noticed that the results she is getting from her meter are reading higher than her old accuchek meter. The customer is testing four times a day (fasting) and taking medication for her diabetes (insulin). The customer has made recent changes in her diet and exercise regimen but not in her medication.